Event description:
Reporter alleged the customer obtained the results of 425 mg/dl, 389 mg/dl and 145 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 425 mg/dl, 389 mg/dl and 145 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.